Manufacturer narrative:
Approximate age of device - 5 years, 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient had a history of a gastrointestinal bleed gi bleed. Additional information has been requested but not provided.

Manufacturer narrative:
A direct correlation between heartmate ii lvas, serial number (B)(4), and the reported events could not conclusively be established through this evaluation. The hmii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range.the implant kit was shipped with heartmate ii lvas IFU (document #(B)(4), rev. A). Section 5.0 of this IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 17.4 provides information regarding anticoagulation therapy and recommended inr range. Patient remains ongoing with the device. No further information was provided. The manufacturer is closing the file for this event.